Event description:
Device malfunction: needle-to-cuff miss (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #1 - proglide (part #12673-05; lot #76053-6h), is being filed under medwatch report # 2953144-2009-01363.